Event description:
The customer reported the system had an overheat error and would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.